Event description:
It was reported that the battery status was displayed as 24 percent, 82 months after the implantation, during the ICD follow-up. Two weeks later, during a knee surgery, vf was detected with noise. The device aborted the charge process with eos, and it showed battery depletion. No deterioration of the patients state of health was reported. The device is currently undergoing analysis.

Manufacturer narrative:
The returned ICD first underwent a status interrogation. After successful interrogation, the device status eos was shown, matching the clinical observation, detected on (B)(6) 2016 at 8:25 am. After an implantation time of about 84 months, 44 charge processes had been documented. During the electrical analysis, first the memory content of the ICD was analyzed. The present iegm from (B)(6) 2016 shows interference signals in the ventricular and ff channel. Following the vf detection based on the sensed signals, a charge process took place, which was aborted at 8:25 am because of the activation of eos. The signal morphology indicates external interference signals, such as due to the use of electrocautery. The eos state was removed with a technical programmer, and the device then showed the state mol2. The battery voltage of 2.93 v indicates a battery charged in accordance with the battery state 20 percent. The icds capability to provide therapy was tested. The anti-bradycardia output signal was proper and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specification with a defibrillation shock. The specified energy level was reached. The charge time, in particular, proved to be unremarkable. The interference signals of the vf episode on (B)(6) 2016 8:25 am in combination with the detected battery state eos are typically observed during the use of electrocautery with simultaneous incorrect or unfavorable magnet placement or the performance of a magnetic resonance tomography. Based on the analysis, it is therefore very likely that the device state eos was activated because of a charge process in combination with the influence of a strong magnetic field. If the device is under the influence of a strong magnetic field during a charge process, saturation of the high voltage transformer of the ICD can occur. The result would be a temporary drop in the voltage below the eos threshold, which would lead to the activation of the device state eos. In summary, the ICD proved to be fully functional during the analysis. The battery was not discharged. Based on the recorded signals and the reported operative intervention at the same time at described electromagnetic interference without previous deactivation of the tachycardia detection of the ICD, an unfavorable simultaneous positioning of a placed external magnet is probable. There were no indications of a material defect or manufacturing error.